Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 error. The issue was observed during regular maintenance, prior to a diagnostic (enteroscopy) procedure. The procedure was completed using a similar device. The patient was not under sedation at the time and no patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customers allegation of the e315 (image problem) was not confirmed. Additional evaluation findings were insufficient angulation, angle play, and heavy angulation at d side.(measured value: 80cn.m). Also, the light guide-tube was wrinkled, and the light guide-lens had cracks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an abnormality that occurred in electronic parts by applying physical stress to distal end of the device while the user was handling the device. As a result, error message e315 occurred temporarily. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.